Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the lcp dhs-pl 130° 4ho l92 standbarrel sst presents no signs of damage or cosmetic defects that could have contributed to the reported event. A dimensional inspection was performed for the lcp dhs-pl 130° 4ho l92 standbarrel sst and met specifications. A functional test was unable to be performed since the reported mating dhs screw was not returned for evaluation. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the lcp dhs-pl 130° 4ho l92 standbarrel sst would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed se_025778 rev. E current se_025778 rev. E manufactured. Specified dimensions: diameter of the distal bore-hole: diameter of the distal bore-hole slot: diameter of the proximal bore-hole: measured dimensions: diameter of the distal bore-hole: diameter of the distal bore-hole slot: (pass) diameter of the proximal bore-hole: (pass) device used: mitutoyo digimatic caliper a20276546 ID# (B)(4) vermont gage (part # 102300300 / (B)(4)). H4, h6 a manufacturing record evaluation was performed for the finished device product code: 02.224.204s lot number: 1573p09 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on:18/10/2022 , manufacturing site:jabil grenchen, expiry date:01/10/2032. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in norway as follows: it was reported on (B)(6) 2023, that the plate does not fit on a dhs screw. Similar product was used. There was no surgical delay. The procedure was successfully completed. Patient status/outcome: ok concomitant device reported - unk - screws: dhs/dcs (part# unknown, lot# unknown, quantity1). This report is for one (1) lcp dhs-pl 130° 4ho l92 standbarrel sst. This is report 1 of 2 for complaint (B)(4).